Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the labels are lifting with a bd vacutainer® serum blood collection tubes. This occurred on 80000 separate tubes after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customers raised the complaint of label are not properly fix on tubes and some of the tube stuck in the sorter because of this turn around time is lengthier.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are lifting with a bd vacutainer® serum blood collection tubes. This occurred on 80000 separate tubes after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customers raised the complaint of label are not properly fix on tubes and some of the tube stuck in the sorter because of this turn around time is lengthier.

Manufacturer narrative:
The following fields have been updated with corrected information received during investigation: medical device lot #: 9210555. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-07-29.

Event description:
It was reported that the labels are lifting with a bd vacutainer® serum blood collection tubes. This occurred on 80000 separate tubes after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customers raised the complaint of label are not properly fix on tubes and some of the tube stuck in the sorter because of this turn around time is lengthier.